Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air) that appeared on the home choice (hc) during dwell 2/3. The technical service representative (tsr) had the caregiver (cg) check all the bags and tubing for any leaks or tearing in the tubing and bags. Then the tsr had the cg check the patient's connection to ensure that the patient was connected properly. Follow up with the home patient (hp) revealed that she was fine and discarded all the old supplies. The hp did not provide any lot number. The hp stated that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a retrosigmoidectomy procedure, a failure in the stapler happened in the closing act. It did not staple and there was a leakage of rectal content in the pelvic cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient.